Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 6741280 300-01-12 - equinoxe humeral stem primary press fit 12mm. 6832516 320-06-38 - glenosphere 38mm. 6707858 320-10-05 - equinoxe reverse tray adapter plate tray +5. 6662251 320-15-01 - eq rev glenoid plate. 6827764 320-15-05 - eq rev locking screw. S214496 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. S102837 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. S235040 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. 6441593 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. 6784793 321-20-00 - equinoxe reverse shoulder drill kit.

Event description:
It was reported that this 88y/o male patient was revised approximately 3 years 6 months post op. Torque screw broke and poly wore. Joint looked overstuffed, baseplate put in too high. Surgeon heavily debrided and used rongeur to remove. Surgeon removed and converted to competitors reverse. Patient was last known to be in stable condition following the event. Product not returning: implants were left at the hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g3, h6, h11. MDR section codes updated/corrected: b, c, d, g. The revision reported was likely the result of torque screw fracture. The cause of the fracture cannot be conclusively determined but may be due to a superiorly placed glenoid baseplate resulting in abnormal forces from impingement of the humeral tray and native glenoid bone. The wear noted on the polyethylene humeral liner is likely the result of a combination of impingement with the scapula secondary to a malpositioned glenoid baseplate and motion of the humeral tray following the torque screw fracture. However, the series of events cannot be confirmed and potential contributions of user related considerations could not be assessed as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.